Event description:
Reportable based on device analysis completed on 13sep2023. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified middle left circumflex artery. Following pre-dilation with a 2.50 x 20mm emerge balloon, a 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good. However, returned device analysis revealed that the stent was detached from the balloon.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. Visual, tactile, microscopic and microscopic analysis was performed on the device. An examination of the stent noted the stent had been detached from the balloon and returned in an expanded state. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The stent struts were stretched and misaligned with signs of excessive tensile force applied to the stent. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.